Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that within a few weeks of implant, the patient experienced diaphragmatic stimulation, and the right ventricular (rv) lead was found to have experienced a microdislodgement. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.